Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended the device receive an internal water pathway replacement. This would return the device to specification and full functionality. This recommendation was relayed to the customer via email on (B)(6) 2024. As of the date of this report the customer has not responded.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was identified as potentially contaminated during a repair, and submitted pictures to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the device receive hpc testing to gain a quantitative analysis of water quality. No patient involvement was reported. Cardioquip received hpc test results on 10/16/24 that were outside of cq specifications for water quality, indicating device contamination.